Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to capture after multiple repositioning. The lead was not used and was replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.